Event description:
Event description guidant received information that this transvenous defibrillation lead did not deliver therapy. The physician opened the pocket and found the set screw had not been tightened but elected to remove the lead as a precaution. A new lead was implanted.